Manufacturer narrative:
(B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because due to an unspecified failure, mitral valve replacement surgery was performed, which is considered a permanent impairment. It was reported that there was an unspecified failure of a mitraclip clip delivery system (cds) and mitral valve replacement surgery was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation determined that the difficulty grasping the leaflets appears to be related to patient morphology/pathology. The reported patient effects of edema and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to the tissue damage and resulting surgical intervention. Subsequent to the initial 30-day medwatch report, additional information was received indicating the following: it was reported that on (B)(6) 2015 an unproctored mitraclip procedure was performed. There was some difficulty grasping the leaflets with the mitraclip and several attempts were made to place the mitraclip on several different areas of the mitral valve to find a good reduction in the severe mitral regurgitation (mr), but the mean mitral valve gradient would increase to an unacceptable level. One mitraclip was implanted reducing mr to moderate to severe. A second mitraclip was inserted and attempted to be placed on the leaflets, but the second mitraclip was not implanted due to the increase in mean gradient pressure. On (B)(6) 2015, the patient had surgical repair of the mitral valve and the mitraclip was explanted. Prior to clip explantation, the clip was found firmly attached to both leaflets. The surgeon reported the mitral valve was very edematous and lacerated where clip placement was attempted. The patient is alive, but weak. No additional information was provided.